Event description:
An upper endoscopy was preformed and the scope cables too loose creating the inability for the scope to be retroflexed. The loss of visualization of all areas occurs. Md concerned and asked that we label the scope so it can be repaired.